Event description:
The following has been reported: biomed reported: "dial is sticking and will not work.". Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (vr assembly). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (vr assembly). Unit started up with no errors. Investigation found screw mounts for the resistor motor housing/vr coupler were damaged/broken keeping the vr coupler from functioning properly. Internal investigation found lever boot retaining plate is damaged/broken and screw mounts for the main pcba. Front housing and lever boot retaining plate will be removed and replaced during repair process. Perform functional testing. No other damage found.